Event description:
It was reported that the customer was hospitalized for low blood glucose levels of 33 mg/dl. Reviewed insulin pump settings and found that prior to being hospitalized, the customer delivered a bolus of 20 units of insulin but, had meant to give himself only 10 units. No further troubleshooting was performed. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.